Event description:
The MFR's rep. Reported that the hcp attempted to aspirate the pump at refill; expected reservoir volume was 4.4 and the actual reservoir volume was 0 mls. The patient has had good symptom control but there was concern regarding the volume discrepancy. The patient then had a possible pocket fill of 17.0 ml, as when they tried to aspirate the pump to confirm refill, they were unable to aspirate drug. The patient did not have any symptoms, but was admitted to the hospital for observation. A follow-up report will be sent if additional information becomes available to us.